Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, deformation of a 22 mm amplatzer septal occluder was reported. The user reports the device to demonstrate a "cobra head" shape. No patient consequences reported.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of an amplatzer septal occluder deploying with a cobra deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.